Event description:
It was reported that the patient experienced two recent low glucose emergencies while using the ilet, with one event characterized by a rapid drop from approximately 71 mg/dl to 50 mg/dl, prompting treatment with oral glucose and soda and a manual subcutaneous insulin injection had been given earlier; the device began alerting at 70 mg/dl, and the specific device-related problem and component could not be determined. Symptoms included hypoglycemia and shaking/tremors. Outcomes included a serious injury/illness/impairment classification. Investigation included communication with the user/caregiver and analysis of information provided by the user/third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.